Event description:
It was reported that the tip of the driver broke during tightening of the setscrew. The tip was retrieved. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Macroscopic examination of driver confirms portions of all four screwdriver blades are broken off from the driver and not returned for analysis. Microscopic examination reveals a quasi-brittle fracture surface with no indication of fatigue, consistent with excessive torsional force. Proper application and usage of driver is implantation of bone screws; usage of this driver as defined by the surgical technique requires extremely minimal torque. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.